Manufacturer narrative:
Review of the data by tandem's technical team indicated that the pump read a full charge and had depleted. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a low power alert and the pump became unresponsive. During troubleshooting, tandem technical support reviewed customer data and indicated that the pump went from a full charge to 5% in a 40 minute period of time. There was no impact to the customer's blood glucose level.